Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was incorrectly displayed. The customer unplugged the pump and plugged it back in and reported seeing the battery charge up to 90%. Tandem technical support advised the customer that this issue is generally resolved after disconnecting from the power source and plugging the pump back in, or simply leaving the pump to charge for roughly 30 minutes; the customer acknowledged. The customer's blood glucose level was not impacted.